Event description:
It was reported that when beginning a pvp procedure, a fiber port overheated message was received; the fiber was replaced but the same message appeared. The fiber port was cleaned using the cleaning tool and the procedure continued using a second surgical fiber. The port overheat error continued but the case was able to continue using the second fiber by slightly withdrawing and reinserting the fiber card to clear the error when it occurred. Prior to completing the procedure using the second fiber, the physician converted to a traditional turp procedure, as the size of the gland was much bigger than expected and the procedure needed to be advanced due to time issues. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end exhibits minor scratch marks; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure is: connector contamination.

Event description:
It was further reported that 1st fiber usage was 1,740 joules used: 22 seconds of time expended.